Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 80mm in diameter abdominal aortic aneurysm. It was reported that the patient presented to the ER with a ruptured aneurysm. During the secondary procedure, the physician performed a laparotomy and discovered that the cause of bleeding came from the right limb due to a type iii separation endoleak between two limbs. An endurant limb and an endurant limb extension were implanted and the physician was able to obtain homeostasis. The type iii separation endoleak was resolved. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.